Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, failed to deploy. Hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed. The loading device was not received. The blue slide lock was disengaged and the white plunger was not fully depressed on the delivery device. Slight blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. To observe if the seal is deployed after complete depression of the plunger, the plunger was depressed. The seal did not deploy and was manually removed from the tube. The seal remained folded because of the presence of clogged blood between the coils of the seal. Because of the presence of traces of blood inside the tube, the tube measurements were not noted. Based on the returned condition of the device, the reported complaint was confirmed for the failure mode "failure to deploy." Specific actions for this failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, failed to deploy. Hs iii proximal seal system 3.8mm failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.